Event description:
His report is being cancelled as it is a duplicate to mfg report number 2249723-2024-01377.

Manufacturer narrative:
This report is being cancelled as it is a duplicate to mfg report number 2249723-2024-01377. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is loosing image on the display. There was no harm reported.